Event description:
During a breast biopsy procedure there was an abnormal sound when the doctor pushed the release button after rotating sleeve grip. The doctor then pulled the device from the probe and checked the tip and found the flexible introducer (about 1.5cm) had been broken. The doctor cleared the probe and part of the broken piece was found from dead space of the probe. There was another broken piece not found and may remain in the patients breast. The tissue marker was found inside the probe. A second device was used to complete the case. There was no adverse consequence to the patient.